Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control evaluated the device and duplicated the reported issue while wiggling the modem connector around, and the customer was informed of this. After precautionary repairs, the device passed functional and performance testing and was returned to the customer.

Event description:
Physio-control received a report that "device went unresponsive turned off and took 3 attempts to turn back on." In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.